Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Article citation: danks jj, dalgliesh jd, ayton t. Cosmetic filler blindness: recovery after repeated hyaluronidase injections [published online ahead of print, 2021 sep 4]. Aesthet surg j. 2021;sjab334. Doi:10.1093/asj/sjab334. The events of "vascular occlusion" and "vision loss" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via the article "cosmetic filler blindness: recovery after repeated hyaluronidase injections" a patient who was injected with 0.15 ml of juvederm® voluma¿ with lidocaine in the right glabella and the right side of the nose. Immediately after the injection a pallor to the skin was noted and hyalase was prepared. The patient then began feeling unwell and felt something odd around the right eye. The patient then suffered complete sudden right visual loss with a right sided headache. The patient was then injected with 675 iu of hyaluronidase (4.5 ml of 150 iu/ml) into the filler site via the nasal tip, supraorbital, supratrochlear, nasal and infraorbital. The patient was then transported to the emergency department and after an hour the patient exhibited mottling of the skin on the right forehead, glabella, and nose; no perception of light in the right eye; and a cherry red spot at the fovea with retinal pallor. After examination a diagnosis of central retinal artery occlusion (crao) was made and confirmed via an ophthalmologist. The patient was also experiencing "cerebral irritation," which required sedation. A CT scan was performed of the brain and orbits and revealed no cerebral ischemia, hemorrhage, or aneurysm. Three more injections of 1500 iu hyaluronidase were given 4 hours after the injection along with a dose of aspirin. After this the cherry red spot resolved and there was improved perfusion of the retina. The next day and MRI was performed of the brain which revealed changes consistent with small scattered areas of acute ischemia in the anterior circulation. The patient was then discharged and sent home with aspirin. A month later, follow-up occurred and the right visual acuity had improved and there was only partial loss of the right superior visual field. After consolation with neurology, the aspirin was ceased. The event is resolved.